Event description:
It was reported that the right ventricular (rv) lead showed no capture. The lead was capped and replaced. The device was at elective replacement indicator (eri) and was explanted and replaced. The patient also needed an atrial lead for a new indication of bradycardia. Additional information was received which noted, that during the implant procedure of said atrial lead, the lead had been positioned "fine," but during the defibrillation threshold test (dft), the lead became dislodged and was "difficult" to get the lead back into position. The lead was explanted and the atrial port on the device was "plugged," therefore, no atrial lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead showed no capture. The lead was capped and replaced. The device was at elective replacement indicator (eri) and was explanted and replaced. The patient also needed an atrial lead for a new indication of bradycardia. Additional information was received which noted, that during the implant procedure of said atrial lead, the lead had been positioned "fine," but during the defibrillation threshold test (dft), the lead became dislodged and was "difficult" to get the lead back into position. The lead was explanted and the atrial port on the device was "plugged," therefore, no atrial lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: implanted: 2004-(B)(6), explanted: 2013-(B)(6), product ID 7230cx, implanted: 2004-(B)(6), explanted: 2013-(B)(6). (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 694965 implantable tachy lead, implanted: (B)(6) 2004, explanted: (B)(6) 2013; product ID 7230cx implant able cardioverter defibrillator (ICD), implanted: (B)(6) 2004, explanted: (B)(6) 2013. (B)(4).